Event description:
International affiliate reports the surgeon experienced difficulty inserting the polyaxial screw. When the screwdriver was removed from the screw head, it was noted that inner saddle component within the screw head was raised more than usual. This seemed to be stopping the screwdriver from engaging with the screw threads correctly and resulted in difficulty in the screw insertion. The condition made screw removal more challenging and the channel into the pedicle/lateral mass was fairly large. The surgeon chose to not insert another screw at that level as planned and instead went down a level. Affiliate reports that examination of the screw following its removal found the inner saddle component had become detached from the screw shaft. Concomitant device: mountaineer screwdriver, catalog number unknown.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned screw found its inner saddle was dislodged from the tulip head. Further examination at 10x magnification confirmed that the saddle had been swaged to the tulip head as noted by the markings within the swage holes. It was further noted that the internal hex feature of the screw shank appeared to be stripped. A review of the device history record found no issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis identified no observed trends for issues of this nature. Although the root cause cannot be positively determined, the observed damage suggests that the difficulty in advancing the screw was most likely a result of the drive feature stripping. The suspected difficulties between the screw and the screwdriver used to insert the screw likely resulted in an unanticipated side loading onto the inner saddle, thus causing it to become dislodged. The saddle was not suspected to have caused the reported issue as it appeared to have been swaged as intended and would have been in its intended position during screw placement. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.